Event description:
It was reported that in the i.r. Department during removal of the smartseal dilator from the pt's internal jugular, the physician noticed an issue. The physician noticed that the pt's heart valve began to flutter, and believed that the introducer valve had been compromised. As a result, the physician quickly inserted the catheter to stop the influx of air and was able to stabilize the pt. There was a delay reported due to the air embolism that appeared on the fluoroscopy display. The doctor determined there was no further injury or harm to the pt, and no death was reported.

Manufacturer narrative:
(B)(4).